Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were sent a new wire for the charge and it correct the problem. The patient reported that the issue about difficulty recharging and incomplete recharge have been resolved.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having difficulty charging their ins. They could not get the ins battery to charge past 70% sometimes, and they never had this issue in the past. They had trouble getting the recharger to connect to the ins. They also had issue with turning the ins off or making adjustments with the controller when the battery pack was inserted, however if they used alkaline batteries it worked fine. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated. Additional information received from the patient reported that they were sent a ¿new wire for the charge and it corrected the problem¿. The patient was (B)(6) at the time. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty recharging the ins. It was reported that the ins battery can¿t get charge past 70% sometimes and the ins never used to have this issue. The patient reported having difficulty getting the recharger to connect to the ins. The patient reported that they were having issues with turning the ins off or making adjustments with the controller when the battery pack is inserted but it works fine when the alkaline batteries is used. No patient complications have been reported because of this event.